Event description:
Procedure: hysterectomy. According to the reporter: an endo retract device was used during the procedure. Halfway through the operation, a disposable set of monopolar scissors (manufactured by (B)(4)) ceased working. A member of staff went to the generator to check the connections and noticed the reusable lead was glowing near where it connected to the force triad. The lead then snapped. Machine was immediately switched off, new lead used and machine restarted and operation continued. Near the end of the procedure it was noticed a section of small bowel appeared burned. A general surgeon was called who resected the small bowel and reconnected the remaining bowel. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4). MDR number: 1717344-2013-00176, was sent to the FDA on 03/08/2013 to report the involvement of the force triad in this incident. On (B)(4) 2013, covidien was made aware of the use of the endo retract during this surgery.